Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It is unknown if the device caused or contributed to the patient's death. It was later reported that the patient's physician thought that their death was not related to the device. (B)(4).

Event description:
It was reported to medtronic neurosurgery that reported that the patient was implanted with the device due to hydrocephalus. The report states that the patient always had headaches following the surgery, but that they did not seek medical attention or treatment for their symptoms. According to the report, the patient died of unknown causes in 2012.

Manufacturer narrative:
Corrected information: no eval explain code.